Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The pump was unable to perform fictional test including error test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify max fill reach due to motor error alarms. The pump was received with minor scratched lcd window display.(B)(4).

Event description:
Customer reported via phone to have experienced high and low blood glucose readings, excessive no delivery alarms and motor displacement test failed. The customer's blood glucose reading was 492 mg/dl yesterday. This morning, the customer had blood glucose of 40 mg/dl. The customer troubleshooted for no delivery, and the piston did not go all the way forward. The customer declined to troubleshoot for high and low readings. The insulin pump will be returned for analysis.